Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On 06/26/2025, it was reported that the patient experienced a failure to alert after which they experienced a hypoglycemic event. The day of the event the patient experienced loss of consciousness and the cgm device did not alert for a low cgm reading. The day of the event the patient felt unwell and needed medical attention even though it was unclear for what reason. When the patient arrived at the hospital the cgm reading was 70 mg/dl. According to the patient an alert should have sounded at 100 mg/dl. The patient stated that this level is concerning and asked the nurse to take a fingerstick. Before the results from the fingerstick could be shared the patient lost consciousness. The patient declined or was unable to provide clear information regarding treatment but stated that they recovered and were discharged on the same day. At the time of the report the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. On 06/26/2025, it was reported that the patient experienced a failure to alert after which they experienced a hypoglycemic event. The day of the event the patient experienced loss of consciousness and the cgm device did not alert for a low cgm reading. The day of the event the patient felt unwell and needed medical attention even though it was unclear for what reason. When the patient arrived at the hospital the cgm reading was 70 mg/dl. According to the patient an alert should have sounded at 100 mg/dl. The patient stated that this level is concerning and asked the nurse to take a fingerstick. Before the results from the fingerstick could be shared the patient lost consciousness. The patient declined or was unable to provide clear information regarding treatment but stated that they recovered and were discharged on the same day. At the time of the report the patient was stable. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.